Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was showing signs of hemolysis. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The pump was returned assembled with the percutaneous lead severed approx 1" from the reinforcing sleeve/boot and the remainder of the lead was returned. The inlet and outlet cannulae were not returned. The proximal-side of the inlet stator revealed evidence of deposition inside the pump. The inspection of the rotor inlet section revealed an adhered, textured thrombus surrounding the bearing cup and bearing ball. The examination of the thrombus in contact with the bearings revealed laminated layering of thrombus that was indicative of a thrombus that formed over an unspecified period of time during pump operation. The denatured aspect of the thrombus occurred as a result of prolonged exposure to increased bearing heat. The thrombus would have significantly restricted flow through the device and led to the reported hemodialysis confirming the reported event. No further info is available. The MFR is closing its file on this event.